Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Ans: no. 2. Were any cultures taken? Results? Ans: no. 3. Please describe how was the adhesive was applied. Ans: applied one single layer as per IFU. 4. What prep was used prior to, during or after adhesive use? Ans: no answer received. 5. Was a dressing placed over the incision? If so, what type of cover dressing used? Ans: dry gauze and then bandage. 6. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Ans: no history of this so far. 7. Is the patient hypersensitive to pressure sensitive adhesives? Ans: no. 8. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Ans: no. 9. Patient demographics initials / ID. Gender. Age or date of birth. Bmi. Ans: no answer received. 10. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Ans: no answer received. 11. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Ans: from surgeon¿s words, no. 13. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: he said probably patient has hypersensitivity to the mesh material as itchiness happened around the mesh. No infection went in the inner tissue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 ¿ device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal? --> no. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?--> oral antihistamine. Patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> redness and itchiness. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes. If yes, describe --> oral antihistamine. Is the patient part of a clinical study --> no. Device property of -->hospital. Device in possession of -->none. Additional information has been requested and received. 1. What is the procedure date (dd/mm/yyyy)? Ans: (B)(6) 2023. 2. What date did the reaction occur on (dd/mm/yyyy)? Ans: the surgeon is not sure about this one but he discovered this only on (B)(6) 2023, 23 days post-op. 3. What does the reaction look like and how large of an area does the reaction cover? Ans: redness only outside the mesh area. 4. Do you have any pictures of the reaction? Ans: no. 5. Was the oral antihistamine used to treat the patient prescription strength or purchased over the counter? Ans: cetirizine prescribed by surgeon. 6. Other than the oral antihistamine, was there any medical or surgical intervention performed (product removed; re-operation; re-closure; other prescription medication)? If so, please specify. Ans: product was removed and no re-closure or local medication applied. 7. If medication was required, please clarify if it was prescription strength or purchased over the counter. Ans: as per #4. 8. What is the most current patient status? Ans: redness and itchiness reduced. 9. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Ans: no. 10. What is the source of information for the queries above? Ans: as answered by surgeon. The sales rep was present in the case and afterwards surgeon informed me about this event after his post-op inspection. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2023 and topical skin adhesive was used. 12 days post-op patient complained extreme itchiness. When surgeon inspect wound, around adhesive area there's rashes and redness. However, there seems to be no infection going inside tissues. One-line scar is visible. Oral antihistamine and cetirizine prescribed by surgeon. Additional information has been requested.